Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). A nurse reported the system displayed an error message during setup. Another system was used to complete the case. There was no pt involvement.

Manufacturer narrative:
A company service rep examined the system. The pcb cassette sensor was replaced. The system was then tested and met all product specifications. (B)(4).